Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 26.4.2 and application version 2.13.0.1.922. The low/high glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as sweating, headache, drowsiness, a loss of consciousness, and a "strong taste of metal" in their mouth. The customer was unable to self-treat and the emergency services were called. Upon their arrival, a healthcare professional (hcp) administered the customer with intravenous glucose as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.